Manufacturer narrative:
Submit date: 10/25/2017. Supplemental report for additional information provided from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the customer: the needle stick occurred to an register nurse after administration of subcutaneous insulin. The rn administered lantus with magellan 1/2ml insulin safety syringe. After administration, the rn activated white safety needle sheath and heard a click so she believed it to be covered. The rn grabbed syringe to dispose of it in the sharps container and needle was still exposed, puncturing her finger through her glove and causing her to bleed. Blood was drawn from the source patient and the blood tests were negative.

Manufacturer narrative:
Submit date: 7/21/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reported that the safety part of the syringe did not work and a staff member got stuck with the needle.